Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to the field service engineer, the reason for the reported problem was that the membrane of the patient cassette did not sit properly. The provided logs confirmed the reported flow transducer test failure and no technical error has been generated at the time of event.

Event description:
Manufacturer's ref.#: (B)(4).